Event description:
It was reported that a patient underwent a hysterectomy on an unknown date. During the procedure, the device was not working. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Additional narrative: the procedure was on (B)(6) 2013. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned blade passed the sharpness test. The returned blade also rotated and extended during evaluation. As tested, the blade was sharp, would cut, and would operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.